Event description:
Additional information was received that surgical intervention was undertaken during which the lead was explanted and replaced. Post-operatively, effective therapy was established.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that x-ray confirmed that the patient's sacral lead migrated and was sitting superficially near the ipg. As a result, the patient experienced ineffective therapy. Surgical intervention may take place to address the issue.